Event description:
Procedure type: nephrectomy. According to the rptr: while peeling off the membrane around kidney, suddenly a white plastic part inside the blade came off and fell into pt cavity. The physician assistant noticed it and the plastic part was retrieved. During the procedure, gauze was used for cleaning off the blade and the device was used as usual. A new device was opened to complete procedure. There was no bleeding, no tissue damage, and no add'l tissue loss. Operating room time was not extended by more than 30 mins.

Manufacturer narrative:
(B)(4).